Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment purposes. A potential root cause for this failure could be "sensor failure". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the reported event is confirmed manufacturing related. The actual/suspected device was evaluated.

Event description:
It was reported that the foley catheter kit was found to be defective. The nurse inserted the foley catheter using proper sterile technique and did not receive any urine return. The user continued to trouble shoot and eventually removed the catheter thinking that the user had done something wrong. Upon a closer look at the catheter, it was determined that there were not any holes penetrated through the tip of the catheter. There was indents where the holes should be, but they were not completely punched through. There was no harm to the patient identified from this defective item. The foley catheter was put back in the original kit packaging, double bagged and brought in purchasing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter kit was found to be defective. The nurse inserted the foley catheter using proper sterile technique and did not receive any urine return. The user continued to trouble shoot and eventually removed the catheter thinking that the user had done something wrong. Upon a closer look at the catheter, it was determined that there were not any holes penetrated through the tip of the catheter. There was indents where the holes should be, but they were not completely punched through. There was no harm to the patient identified from this defective item. The foley catheter was put back in the original kit packaging, double bagged and brought in purchasing.